Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headache, also diagnosed with copd, surgery for cancer and also taking chemo, bad oxygen level, abdominal bloating. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.